Event description:
Baxter (B) (4) reported a loose minicap that dropped to the floor. When the minicap was connected with the patient's transfer set; as time goes by, it gets loose and sometimes falls down. No injury or medical intervention was reported.

Manufacturer narrative:
(B) (4). Batch review requested.